Event description:
A hospital pharmacist reported seven knives did not cut during procedures. Stand alone knives were used to complete the procedures. There was no harm to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).